Event description:
The facility has a pt on a 7-day 5fu who has had to have the needle replaced twice due to leaking.

Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub. The leak path was located along the interface between the proximal end of the needle and the extension set tubing. A chr was not completed since the lot info was not provided by the complainant.